Manufacturer narrative:
Additional info: currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer initially stated that the insulin pump had no audible tones. The customer then stated that the paramedics were called because she experienced a low blood glucose reading of 34 mg/dl. Troubleshooting was performed and the insulin pump did not beep during the tone test. Nothing further was reported.